Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was not returned for evaluation and the complaint could not be confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information added to b5.

Event description:
The event was observed during preparation for use for a therapeutic pcnl (percutaneous nephrolithotomy) procedure and was completed with the same device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that his olympus soltive superpulsed laser system¿s footswitch was not responding. According to the initial reporter, he was unable to pair the system ¿ even after replacing the batteries. There was no patient harm reported as a result of this event.